Event description:
Event description guidant received information from an attorney that this patient's cardiac resynchronization therapy defibrillator (crt-d) was prophylactically replaced due to an advisory issued on this model device. Following this procedure, the patient developed an infection at the pocket site. Physicians concluded that the patient's shocking and pacing leads had become infected. The leads were extracted; however, during the extraction procedure, the patient sustained severe bleeding. Efforts to resuscitate the patient were unsuccessful.

Manufacturer narrative:
Not returned. Event conclusion as of today, the products have not been returned for analysis. If the device is returned or if additional information become available, this event will be reopened. On june 17, 2005, guidant issued a physician communication regarding deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in august, 2004. This devcie was manufactured before august, 2004 and is included in this population. Guidant does not have sufficient information to determine that this device behaved in the manner described in the advisory.